Manufacturer narrative:
The vest® airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). The customer reportedly used the device a total of two times, once initially and a second time six months later, on both occasions the customer reported experiencing back pain. The customer was seen by her php, and an x-ray was performed confirming a compression fracture and a diagnosis of osteoporosis. The customer was prescribed tramadol and was on 3-month bed rest due to pain and underwent vertebroplasty due to a crumbled vertebrae. The intended use of the vest airway clearance system is to provide airway clearance through high-frequency chest wall oscillation which gently compresses the chest wall by rapidly inflating and deflating the inflatable vest/torso wrap. Use of the vest device is contraindicated for those patients with osteoporosis and the IFU states the decision to use the device requires careful consideration with patients diagnosed with the named condition. Although the customer did not have a known diagnosis of osteoporosis at the time of initiation of vest therapy, osteopenia is a severe risk factor for osteoporosis. It is possible that the mechanism of action of the vest device caused or contributed to the customer¿s t2 compression fracture and subsequent surgical vertebroplasty due to the customer¿s already compromised done density disorder. The reported t2 area compression fracture and surgical vertebroplasty treatment is considered a serious injury and is therefore reportable. The account made no allegation of the vest malfunctioning. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the customer contributes her t2 area compression fracture and subsequent surgical vertebroplasty to her two time use of the vest device, and its settings being too high. The device was located at the customer's home at the time of the event. There was a patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).